Event description:
According to the center, the patient reportedly experienced a fluctuation in volume, leading to severe headaches. The volume change reportedly was sudden and varied in frequency. The patient was seen by a company representative for device evaluation. Testing performed confirmed that the device was functioning. A current spread was observed along the electrode array; programming adjustments were recommended. Immediately following the evaluation, the patient was scheduled for a CT scan to determine placement of the electrode array. The center indicated that they would notify the co. Of their findings. The company representative recommended further testing once the CT scan results were known. It was decided to explant the patient's device.